Event description:
The PICC nurse was unable to pull out the wire from the catheter and it actually sheared the entire wire. The patient was not harmed, however, we lost his access and had to start fresh.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewb0062 showed no other similar product complaint(s) from this lot number.